Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-00246. It was reported that the patient presented in the emergency department with leads eroding through the skin. It was noted that the leads were from an old left sided implant that had been capped and abandoned in 2015. The atrial and ventricular leads were laser extracted. The patient left the operating room in stable condition.